Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for daughter via phone call that they were hospitalized due to high blood glucose on an unknown date. Customer reported that blood glucose was 240 mg/dl and 219 mg/dl. Customer reported that the buttons are not responding all the time. Customer reported that when she gives herself a bolus it goes really slow, it only goes up to a certain point and it won't go any further. Customer reported that some times she gets an alarm and sometimes it doesn't, she has the flu and is in the hospital. The insulin pump will not be returned for analysis.